Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that visualization of the clip was difficult during the procedure. A mitraclip was successfully positioned on the valve. After clip deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). According to the physician the slda was due to patient anatomy. An additional clip was implanted to stabilize, reducing the mr to a grade of 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported incomplete coaptation (single leaflet device attachment) appears to be due to challenging patient anatomy. The reported poor imaging is due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.